Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed a low battery warning, replace battery alarms, and evidence of excessive battery usage. A battery compartment crack was observed during evaluation. The battery cap threads were found to be damaged. Moisture was observed within the battery compartment and on the underside of the battery cap. The battery cap was unable to secure properly to the pump, a power loss was not observed. A leak test confirmed a leak at the battery compartment crack. The pump¿s electric draws were found to be within specification. There was no evidence of moisture, defect, or damage to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.